Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump with a computer usb port. Subsequently, an unspecified malfunction alarm occurred and the pump touch screen was unresponsive, appeared black/blue, and missing graphics. Customer's blood glucose level was 314 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.